Event description:
It was reported that when the device was used during an low anterior resection procedure, it locked out. The surgeon used the same device with another reload to complete the transection. There was no consequence to pt.